Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that while delivered screw retained implant crown, using zimvie standard base, the prosthetic screw was tightened inadvertently more free hand 30 ncw. When trying to release the screw to tighten correctly the head of the driver was fractured.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. G3: date received by manufacturer . G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H11: additional narrative. Zimvie did not receive one (1) item gentek hexalobular screwdriver, 21 mm for evaluation. Visual inspection and functional test could not be performed. The investigation has been performed based on the available information using the item number, and risk management file (rmf). Complaint history review was performed for the reported lot number 2110201830 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture¿. Based on the investigation and risk management file, the most likely root cause determined from the investigation was sudden breakage after overtorquing of the screwdriver. Therefore, based on the available information, a device malfunction was not established. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.